Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: h6 results code should have been 213 rather than 3221. Correction: h6 conclusions code should have been 67 rather than 4315. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported during a lead revision for migration (manufacturing report number 1627487-2020-23074), the physician accidentally pulled out the right l2 lead so the lead was explanted and replaced to address the issue.